Event description:
Blower motor allegedly overheated and emitted smoke and flames from under the bed. Nursing staff reportedly were evaluated for smoke inhalation. No injuries were reported as a result of this incident.